Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 16apr2020.

Event description:
It was reported that the ventilator's navigation ring had issues. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. There was no reported patient or user harm.

Manufacturer narrative:
G4: 20may2020 b4:(B)(6)2020. Multiple attempts were made to obtain patient information and on the repair/service of the device that have been unsuccessful. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.